Event description:
It was reported that the patient had some swelling at the pocket site and was unable to charge the implantable pulse generator (ipg). The patient underwent a revision procedure wherein the ipg was moved closer to the skin. The patient was doing well postoperatively and the device remains implanted.